Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had experienced blood glucose (bg) up to 412 mg/dl with nausea and shortness of breath. The patient stated that she discovered that insulin had leaked into the cartridge compartment. The patient believed that the source of the leak was the luer lock between the cartridge and the infusion set. The patient stated that upon discovering the leak, she discontinued insulin pump therapy and went on a back-up plan for insulin delivery. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a potential cartridge leak.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The cartridges were returned to animas and evaluated on (B)(4). There were no damages or defects observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures observed. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no issues observed. The complaint could not be confirmed or duplicated.